Event description:
In (B)(6) 2014 it was reported that the caller wanted proper placement and protocol for indifferent electrode grounding pads. The information was given. He mentioned that an injury occurred in the past and was called in. He thought there may be other injuries so he was advised to find out immediately and call in with the results. Bwi performed multiple attempts to obtain additional information however no information was available at that time. Based on the information obtained at the time and the fact that the injury was related to the indifferent electrode grounding pads which are placed on the skin of the patient, it was assessed that this event was potentially related to a first degree skin burn. On (B)(6) 2014, bwi received additional information from the account regarding this event. Per the information provided by the account, the patient underwent a redo cardiac ablation procedure on (B)(6) 2014. Prior to this procedure, patient expressed concern stating he had sustained a burn to his abdomen where grounding pad was placed after undergoing ep procedure back on (B)(6) 2014 and pointed to a scarred area on abdomen. No prior notice of the alleged event was reported until (B)(6) 2014. During additional investigation with the bwi representative, it was found that in (B)(6) 2014, the bwi representative was informed about this event which resulted in skin burn with a scar. Based on the additional information, the degree of the skin burn remains unknown however second degree skin burn cannot be ruled out making this event reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: 1.8.5 mobicath, lg curve, model #: unknown, lot #: unknown. 2.10 fr soundstar ice catheter, model #: unknown, lot #: unknown. 3.rmt navigational thermocool ablation catheter, model #: unknown, lot #: unknown. 4.sf navigational fj thermocool catheter, model #: unknown, lot #: unknown. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the serial number for this product. However, no clarification on the serial number has been provided. Therefore, no investigation can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because the serial number was not provided by the customer. (B)(4).